Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with weak battery, low battery, failed battery test, blank display and high blood glucose levels. The customer states they received weak battery the device shut off and powered back on. The customer states they have been in the 220mg/dl to 250mg/dl range. The customer states they were able to treat with bolus. Troubleshoot was conducted, and the customer was advised that due to all the problems they have been having with the device, the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap and no blank display was noted after that. The pump had normal operating currents. No damage found on the lcd isolation tape. No battery related alarms were noted during test. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.